Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument's cable detached from spool and caused friction. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have no functional issue(s) or physical damage(s) associated with the instrument cable(s). The complaint regarding damaged cable was not confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.